Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on the bus. A field service engineer found that the main half-height drawer 2.2 row b was missing in both station and hardware test application software. The drawer was pulled, and all cables were inspected and re-seated. Using hta, all pockets were removed, and the area underneath was cleaned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not detected on the bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.